Event description:
Pt's parent phoned to report the enteral pump (kangaroo "pet" pump) would "just go blank." Parent would plug it in (to several outlets), sometimes it would go back on but after < 2 mins, it would go blank again. The pump would also lose the memory and parent needed to reprogram the rate of the feeding each time. Parent kept pump plugged in most of the time. Pump should be able to run on its charged battery 12-14 hrs.